Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two months after implant, the patient had palpitations. It was confirmed by chest x-ray that the left ventricular lead had pulled back approximately one centimeter. It was noted that the patient had diaphragmatic stimulation. The device settings were adjusted and the lead remains in use. The patient was a participant of the wrap-it study. No further patient complications have been reported as a result of this event.